Event description:
It was reported that during a laparoscopic cholecystectomy procedure, as soon as the 5 mm camera was inserted into the device the device started leaking. The device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.